Manufacturer narrative:
A correlation between the device and the reported signs of hemolysis could not be conclusively determined. It was reported that the patient experienced clinical signs associated with hemolysis and was admitted to the hospital on (B)(6) 2016 with an elevated lactate dehydrogenase (ldh) level of 1196 u/l and tea colored urine. The patient's ldh reading peaked at 2219 u/l on (B)(6) 2016, information provided indicated that the fixed speed of the patient's pump was adjusted and they were treated with intravenous heparin. The issue reportedly resolved on (B)(6) 2016. Following this event, the patient remained ongoing on (B)(4) until they again experienced high ldh levels and underwent a heart transplant approximately 5 months later on 05jan2017 (reported under medwatch MFR #2916596-2016-02536). The evaluation of the pump revealed the presence of non-laminated tissue-like depositions on the textured blood-contacting surfaces of the inlet tube, inlet elbow, outflow graft attachment, and outflow elbow as well as a large thrombus formation in the outlet stator. The thrombus found in the outlet stator showed darker areas of denaturation while circumferential contact marks were noted on the outlet portion of the rotor and the outlet bearing cup, indicating that the thrombus was present for an undetermined amount of time while the pump was supporting the patient. Examination of the blood-contacting surfaces did not reveal any anomalies and electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Because a duration of time for which the observed depositions were present in the device could not be determined, a correlation between the evaluation findings of (B)(4) and the reported signs of hemolysis from 02aug2016-14aug2016 could not be conclusively established. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016 the patient was admitted with elevated lactate dehydrogenase (ldh) and tea colored urine. Adjustments were made to the pump speed. Additional information was requested, but was not provided. It was reported that the event resolved on (B)(6) 2016.

Event description:
Additional information: it was reported that the patient was treated with heparin infusion.